Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that after positioning the coil, detachment was attempted but it failed. The device was retrieved. Three detachment attempts were made with the instant detacher. A second detacher was not used, and it is unknown if manual detachment was attempted (asked unknown). This event occurred during the treatment of a right internal carotid aneurysm that was unruptured and saccular. The max diameter was 5mm and the neck was 2mm. The devices were prepared and used perthe instructions for use (IFU). The vessel anatomy was reported to have been moderate in tortuosity. No patient injury occurred. Ancillary device: sl-10.